Event description:
It was reported that the patient states that he has had constant pain in his left hip since the implant. He says that he experiences a burning sensation and intense pain at the top of the implant. The patient states that he is very active. He states, he walks 4-5 miles daily and sometimes rides a stationary bike. The patient saw his surgeon once in the past two months to complain about the pain. He states that his physician was not overly concerned at that time and expressed that the pain was a natural consequence of the type of surgery. The patient takes celebrates for his arthritis and hip pain. He also occasionally takes other prescribed medications when necessary.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg iii. Additional information has been requested and if received, will be provided in a supplemental report.